Event description:
During a premature ventricular contraction (pvc) procedure, a pericardial effusion was observed. No intervention was performed. The ablation catheter was being manipulated in the left ventricle for ablation of the pvc when the event occurred. The effusion was observed post case and a pericardiocentesis was not performed. Ice was used to diagnose the effusion. Act was between 300-350. There were no performance issues with the device. The patient is in stable position and the procedure was completed successfully.

Manufacturer narrative:
Additional information: d g3, h2, h3, h6, h11. The reported event of a pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.